Event description:
It was reported that this right atrial (ra) lead exhibited lead breakage or fractured, dislodgement and difficulty in extraction. As the lead was broken in half and partially relocated into the right ventricle outflow tract. In addition, this patient experienced infection. This ra lead was explanted and replaced. No additional adverse patient effects were reported.